Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the peg failed to power on. Analysis noted that the main printed circuit board (pcb) was contaminated, encoder was contaminated, four knobs were contaminated, upper case was broken and contaminated, the keypad flex was contaminated, the encoder assembly was contaminated, display grommets were contaminated, display was contaminated, display frame was contaminated, insulator label was contaminated, four display frame screws were contaminated, one case screw was contaminated, and six pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned to service and subsequently tested out-of-specification. There was no patient involvement.